Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the site opted to complete the procedure with high contrast image acquisitions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite. The representative found that the system has been used successfully since this issue. The issue could not be reproduced and the system is fully functional. The error logs were reviewed and showed there was an issue with auto brightness technique due to patient size. No parts were replaced or returned to the manufacturer for evaluation. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(4). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: the error logs showed an issue with the auto brightness technique due to patient size. Once the site changed to higher settings the issue resolved and it was possible to obtain a good image.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, when taking 2d images with the imaging system, the 2 images were black. When the site added high contrast the 2d imags was no longer black and they were able to be used for the procedure. The site reported that the patient was very large and there was a lot of metal in the field. Once the settings were set higher it was possible to obtain a good image. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.